Event description:
The pt had a loss of therapeutic effect following a fall "over a year ago". Impedance measurements on several electrode combinations were > than 4000 ohms. The pt planned to have the device re-programmed. An x-ray was also recommended. Additional info was requested.

Manufacturer narrative:
(B)(4)